Event description:
Litigation papers allege the patient suffers from pain. Patient is bilateral.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 1/13/2015 - medical records received for left hip revision. Patient revised to address elevated metal ion levels. Upon revision, metallosis was noted. The left side stem and sleeve and right side stem are being added for elevated metal ion levels. Stem remained in situ. This complaint was updated on: 02/03/15.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. F information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient suffers from pain. Patient is bilateral. Update rec'd 5/12/2014 - sales rep reported revision surgery for the right hip. Patient was revised to address pain. Sleeve added to complaint. This complaint was updated on: 06/05/2014. Update left - der rcvd - updated doi, dor ((B)(6) 2014), surgeon name, patient age and sales rep information.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 5/12/2014 - sales rep reported revision surgery for the right hip. Patient was revised to address pain. Sleeve added to complaint. This complaint was updated on: 06/05/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.